Manufacturer narrative:
The reported event of atrial lead connection anomaly was confirmed. As receipt the device was returned with atrial contact spring dislodged from its connector block groove. The displaced right atrial contact spring was determined to be the cause of the reported event.

Event description:
It was reported that during initial implant patient's implantable cardioverter defibrillator (ICD) header exhibited anomaly due to which atrial lead was not able to be connected in the atrial port. The device was not installed, and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.